Event description:
It was reported the programming head will not recognize any devices unless force is applied at plug (pushing in). Programmer was tested with another programming head and same issue occurred. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; telemetry was intermittent. The ECG (electrocardiogram) and rf (radio frequency) head connections were found broken loose from a printed circuit board assembly. The microphone found out of electrical specification on audio loop back functional tests. Concomitant products: product ID 2067 rf head. (B)(4).